Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pff, pfs and medical records received. Plaintiff profile form reviewed, product information were provided. Pfs alleges instability and pain in leg and hip. It was also reported that her right leg is longer that her left leg. After review of medical records for MDR reportability it was reported that the patient was revised to address progressive discomfort with increasing noise and painful popping in the hip. Revision note stated, there was no evidence of infection. The femur was checked for stability and was found to be excellent. There were no laboratory values provided. Doi: (B)(6) 2010; dor: (B)(6) 2012; (right hip).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) has been re-opened due to receipt of mom pinnacle litigation record. Litigation alleges, injury, difficulty in walking, partial or complete loss of mobility, loss of range of motion, suffering, mental anguish, and dislocation of the implant. However, previous reported medical records did not indicate an implant dislocation. Doi: (B)(6)2010 - dor: (B)(6)2012 (right hip)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.